Event description:
It was reported that during the first night of use of a resmed airsense 11 CPAP machine, the device allegedly emitted a heavy burnt plastic smoke, which the reporter inhaled for approximately 10 hours. The reporter stated that after contacting the equipment supplier, they were initially advised the odor may have been due to new plastic. The reporter further stated that a gold tear drop symbol was displayed on the lcd panel, indicating the humidifier was not heating properly. The reporter indicated that the equipment supplier's sleep therapist concluded the unit was defective and that the humidifier was not functioning. No additional information was provided.